Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p87-74 that has a similar product distributed in the us, list number 07p84, with 510k/PMA/bla number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result generated by the alinity I processing module for a 49-year-old female patient diagnosed with rectal cancer. This result was inconsistent with the patient¿s historical anti-hbc results. Upon retesting, the sample yielded reactive results. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6). Initial result = 0.59 s/co (nonreactive), repeat result = 6.81 s/co and 7.90 s/co; past anti-hbc results: positive; no impact to patient management was reported.